Event description:
The customer contact reported an operator error resulting in an adverse patient event. Line a was programmed to deliver an unspecified maintenance IV solution. No programming parameters were provided. Line b was programmed in the concurrent mode to deliver 20,000u of heparin at a rate of 14ml/hr with an unspecified vtbi and the delivery was started. Reportedly, the nurse connected line b tubing set to the distal clave y-site on line a; therefore, bypassing the pump. Less than two minutes later, the pump sounded an unspecified audible alarm. Approximately fifteen minutes later when checking the pump, the nurse noted the whole bag of heparin had infused into the patient. The patient complained of chest pain, was treated with an unspecified concentration of protamine, and was transferred to an unspecified "monitored" floor. It was reported the patient's scheduled surgery was delayed three days. The pump was removed from the clinical setting. The customer contact stated that the pump was not at fault. Though requested, no additional information was provided.